Manufacturer narrative:
The event of hypotony is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information is available as reporter has declined additional contact.

Event description:
Healthcare professional reported a xen®45 gts event described as "patient developed hypotony and requires device removal" in unknown eye.